Event description:
Per importers's MDR: injury alleged. No malfunction alleged. Potential for injury associated with unk walker where the user tripped and fell on the walker and the frame was bent. The user stated her arm was hurt and sore. The product did not malfunction and no medical intervention was reported.